Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 68 mg/dl at the time of incident. Customer stated that the insulin pump button s would not work. Customer also reported that the insulin pump was by the water the day prior to call. Keypad anomaly troubleshooting was performed and confirmed that time is not advancing. And there is no new battery available to test the insulin pump. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump was received with high sleep currents due to corrosion at electronic assembly. Unit passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was received with all buttons functioning properly. No button keypad anomalies or frozen screens were noted. The motor assembly found with slight traces of corrosion. The insulin pump was received with cracked keypad overlay at select button. The insulin pump was received with minor scratched display window, case and keypad overlay.